Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg), the physician felt that the deflection curve of the delivery system had changed. The physician experienced difficulty when crossing the tricuspid valve. The ipg was implanted. After the procedure, the physician noted that the delivery system had a kink, which made it look like an "s" shape. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. There was a visual observation with the delivery system. Blood was observed in the lumen of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft is kink/buckled at 7 cm, 37.7 cm, and 53.3 cm from the distal end of the delivery system. The inner shaft is kinked at 2.7 cm from the distal end of the recapture cone. Articulation could not be tested due to only a partial delivery system was returned. If information is provided in the future, a supplemental report will be issued.